Event description:
A report was received that the patient underwent a revision procedure to reposition the ipg that had rotated within the pocket. The patient had experienced difficulty charging as a result of the rotated ipg.

Event description:
A report was received that the patient underwent a revision procedure to reposition the ipg that had rotated within the pocket. The patient had experienced difficulty charging as a result of the rotated ipg.